Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported insufficient information against an unknown side. Additionally, healthcare professional reported "signs of intracapsular rupture", "intramammary lymph node in the upper outer quadrant of breast at right side with 8 mm and aspect of not being damaged", and "accommodation folds" on the right side. The device remains implanted.